Manufacturer narrative:
An attempt was made to reproduce the issue by generating the daily review reports in carelink support application and observed that there reports were showing the basal details based on the uploaded data. This is not an issue as it is expected behavior. To assist with the resolution , we provided the below information to helpline support team. - ""when the minimed¿¢ 780g pump delivers an auto correction, the insulin amount shown in the pump¿s history is a combination of the automated correction bolus as well as the next 5 minutes¿ auto basal (i.e. This basal amount becomes a part of the bolus event). When carelink¿¢ software receives the pump¿s data, it separates the auto basal component from the auto correction and counts the auto basal component as basal insulin. As a result, the total daily insulin breakdown reported by carelink¿¢ software may show an increased total basal and decreased total bolus, compared to the same periods reported on the pump screen. The total daily dose (basal + bolus) reported by carelink¿¢ software still matches that of the pump.? Carelink dev team analyzed the provided data upload and provided below feedback : -the report are retrospective data, ie the reports are generated based on the data from the snapshots , this is a question to the pump team as to why the insulin was delivered when the sg's are so low. -- we requested helpline to enable the pump trace for further investigation. Helpline support team informed that the user has been advised for pump replacement and confirmed to close the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the auto-basal amount on the daily report did not match on csv with the insulin detail dated (B)(6) 2024, from 2:56 am to 6:46 am. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. The customer will continue to use the device, no product return is required for mmt-7333.